Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - the patient experienced sustained atrial tachycardia during crt-d implant. After implant, a pocket hematoma was detected. The patient experienced bleeding of the pocket wound due to anticoagulant therapy. The patient received an external shock and returned to sinus rhythm. Treatment with amiodarone was started. The patient was under observation for the hematoma and oral anticoagulation was retained. The patient was hospitalized and evacuation of the hematoma was performed.

Manufacturer narrative:
Update 11. Jul 2019: after implantation a pocket hematoma was detected. The patient experienced bleeding of the pocket wound due to anticoagulant therapy. According to the investigator, anticoagulation drug which has been administered before crt-d implantation and amiodarone which has been administered post implantation promote anticoagulant effect temporarily. The bleeding was not directly related to the crt-d device. The investigator assessed this event as possible related to the patients medical history and concomitant medication with edoxaban tosylate hydrate. Treatment with amiodarone was started and edoxaban tosylate hydrate was stopped. The patient was under observation for the hematoma and oral anticoagulation was retained. The investigator removed a surgical skin closure tape (steri-strip) and checked wound edge of crt-d pocket. The wound edge was adhered well, but blood tumor was remaining. Steri-strip was applied again and oral anticoagulation was kept. Due to wound bleeding the patient was hospitalized and evacuation of the hematoma was performed. After the operation, the adhesion state of wound edge progressed well.